Event description:
It was reported that the patient's surgical pump pocket wound dehisced and the pump became visible, which was how the diagnosis was made. The patient had surgical intervention on (B)(6) 2013 for debridement of the wound and repair of the pump pocket. The patient underwent further surgical revision on (B)(6) 2013 where the device was surgically repositioned to the right abdomen. The only symptom reported related to the event was the open surgical incision of the abdomen. The patient outcome was reported as recovered without sequelae. The pump device was used to deliver sufenta, bupivicaine and clonidine.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8596 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).